Event description:
It was reported that the device was stuck with the guide wire. The target lesion was located in the severely calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was reported that the device was stuck with the guide wire. The catheter and guide wire were removed as a single unit from the patient's body. The procedure was completed with another 10mmx3.50mm wolverine coronary cutting balloon. There were no patient complications reported post procedure.